Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the device was placed, the patient reported that she began to feel a lot of pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as vaginal bleeding, severe acute respiratory syndrome, dysmenorrhea and abnormal uterine bleeding. Concomitant products included desogestrel since on (B)(6) 2019 and norethisterone (norethisterone acetate). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), coital bleeding ("it was reported that to this day the patient has severe bleeding pain during sexual intercourse"), dyspareunia ("it was reported that to this day the patient has severe bleeding pain during sexual intercourse"), heavy menstrual bleeding ("her menstrual flow lasting up to 10 days and only to take the medication"), adenomyosis ("adenomyosis"), ovarian cyst ("the patient had cysts on her ovaries"), endometriosis ("photos showed an extremely sick organ with endometriosis"), abdominal pain lower ("endless cramps"), abdominal distension ("lot of swelling in the abdominal area / the abdominal region was extremely swollen"), metal poisoning ("reported that after insertion all the health problems began, including an increase in nickel in the body"), genital haemorrhage ("such as excessive bleeding"), back pain ("lower back pain") and headache ("head pain"). The patient was treated with ibuprofen as well as surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, dyspareunia, heavy menstrual bleeding, adenomyosis, ovarian cyst, endometriosis, abdominal pain lower, abdominal distension, metal poisoning, genital haemorrhage, back pain and headache were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, coital bleeding, dyspareunia, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, metal poisoning, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: the patient was admitted electively on (B)(6) 2021 for subtotal hysterectomy with bilateral salpingectomy performed on (B)(6) 2021. The report did not provide information about the essure product that the patient used or information about the insertion of essure. Adverse event reports available in prints were extracted and described in other forms. The patient was admitted electively on (B)(6) 2021 for subtotal hysterectomy with bilateral salpingectomy. Procedure carried out uneventfully on (B)(6) 2021. Material sent to pathology. The patient remained hemodynamically stable throughout the surgery and was subsequently taken to the hospital bed for postoperative recovery. The patient presented good evolution, with satisfactory pain control, received an oral diet, no complaints of nausea or vomiting, spontaneous diuresis after removal of an indwelling urinary catheter, preserved physiological eliminations and walking without difficulties. On physical examination, she is in good general condition, flushed, hydrated. Cardiopulmonary system unchanged. Flaccid abdomen, rha+, normotympanic, little painful on palpation in the peri-incisional region, with surgical incision in good appearance, edges well coapted and without phlogistic signs. External genitalia without active bleeding or other externalizations. Lower limbs without edema or signs of venous thromboembolism. Diagnostic results (normal ranges are provided in parenthesis if available): [band neutrophil count] on (B)(6) 2020: 69. [Blood creatinine (1.02- 1.08)] on (B)(6) 2020: 0.84. [Blood thyroid stimulating hormone] on 1(B)(6) 2020: 1.06. [Haemoglobin] on (B)(6) 2020: 14.9. [Pathology test] on (B)(6) 2021: the uterus was received weighing 93.0g, measuring 6.0 x 4.5 x 2.3 cm. External surface partially covered by smooth, brownish serosa. Uterine body measuring 6.0 x 4.5 cm. The brownish-colored myometrium, measuring 1.6 cm in thickness, endometrial cavity measuring 4.0 cm in length with brownish-colored endometrium measuring 0.3 cm in thickness. Presence of a well-defined, firm whitish nodule with a trabeculated cut surface measuring 0.7 cm in diameter. The uterine tube designated ¿a¿ measured 2.7 x 1.0 cm in length, with a diameter of 0.5 cm. The serosa was grayish and shiny. In the cuts, a metallic structure can be seen in its light. The uterine tube designated ¿b¿ measured 3.0 x 1.2 cm in length, with a diameter of 0.6 cm. The serosa is grayish and shiny. In the cuts, a metallic structure can be seen in its light. Representative material was subjected to histological examination. Conclusion: 1. Product of subtotal hysterectomy and bilateral salpingectomy uterine leiomyoma. Endometrium with a proliferative pattern, without atypia. Uterine tubes with an atrophic appearance with the presence of an essure-like structure bilaterally. Paratubal serous cyst. [Pregnancy test] on (B)(6) 2021: negative. [Ultrasound pelvis] on (B)(6) 2017: bladder adequately filled. Uterus: in retroverse flexion; normal dimensions, regular contours, homogeneous echotexture. Measuring: 70 x 49x 45 mm. Volume: 81.9 cm3. Endometrium centered and homogeneous with normal thickness. Endometrial thickness: 13.3 mm. Right ovary with preserved dimensions, shape and echotexture. Measuring: 27x19x21 mm. Volume: 6.0 cm3. Left ovary with preserved dimensions, shape and echotexture. Measuring: 29x18x16mm. Volume: 4.7 cm3. Diagnostic impression: examination within normal limits; on (B)(6) 2020: uterus in anterior flexion with regular contours and normal dimensions. Echotexture of the parenchyma preserved. Uterine dimensions: 4.7 x 3.6 x 4.4 cm. Volume estimated at 39.0 cc (unit of measurement not specified). Endometrium centered and homogeneous, with a thickness of 0.2 cm. Virtual uterine cavity. Medialized ovaries, attached to the sigmoid rectum and with reduced mobility. At clinical discretion, it is suggested to continue investigation with a study aimed at endometriosis. Right ovary with regular contours and normal dimensions. Characteristic echo texture of the parenchyma. Dimensions 2.2 x 1.0 x 1.8 cm. Volume estimated at 3.9 cc. Left ovary with regular contours and normal dimensions. Characteristic echo texture of the parenchyma. Dimensions: 2.6 x 1.4 x 1.1 cm. Volume estimated at 2.1 cc. Absence of free liquid or collections. Conclusion: ovaries medialized, adherent to the sigmoid rectum and with reduced mobility. At clinical discretion, it is suggested to continue investigation with a study aimed at endometriosis. [Ultrasound scan] in 2018: signs suggestive of adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the device was placed, the patient reported that she began to feel a lot of pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as vaginal bleeding, severe acute respiratory syndrome, dysmenorrhea and abnormal uterine bleeding. Concomitant products included desogestrel since (B)(6) 2019 and norethisterone (norethisterone acetate). On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), coital bleeding ("it was reported that to this day the patient has severe bleeding pain during sexual intercourse"), dyspareunia ("it was reported that to this day the patient has severe bleeding pain during sexual intercourse"), heavy menstrual bleeding ("her menstrual flow lasting up to 10 days and only to take the medication"), adenomyosis ("adenomyosis"), ovarian cyst ("the patient had cysts on her ovaries"), endometriosis ("photos showed an extremely sick organ with endometriosis"), abdominal pain lower ("endless cramps"), abdominal distension ("lot of swelling in the abdominal area / the abdominal region was extremely swollen"), metal poisoning ("reported that after insertion all the health problems began, including an increase in nickel in the body"), genital haemorrhage ("such as excessive bleeding"), back pain ("lower back pain") and headache ("head pain"). The patient was treated with ibuprofeno as well as surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, dyspareunia, heavy menstrual bleeding, adenomyosis, ovarian cyst, endometriosis, abdominal pain lower, abdominal distension, metal poisoning, genital haemorrhage, back pain and headache were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, coital bleeding, dyspareunia, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, metal poisoning, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: the patient was admitted electively on (B)(6) 2021 for subtotal hysterectomy with bilateral salpingectomy performed on (B)(6) 2021. The report did not provide information about the essure product that the patient used or information about the insertion of essure. Adverse event reports available in prints were extracted and described in other forms. The patient was admitted electively on (B)(6) 2021 for subtotal hysterectomy with bilateral salpingectomy. Procedure carried out uneventfully on (B)(6) 2021. Material sent to pathology. The patient remained hemodynamically stable throughout the surgery and was subsequently taken to the hospital bed for postoperative recovery. The patient presented good evolution, with satisfactory pain control, received an oral diet, no complaints of nausea or vomiting, spontaneous diuresis after removal of an indwelling urinary catheter, preserved physiological eliminations and walking without difficulties. On physical examination, she is in good general condition, flushed, hydrated. Cardiopulmonary system unchanged. Flaccid abdomen, rha+, normotympanic, little painful on palpation in the peri-incisional region, with surgical incision in good appearance, edges well coapted and without phlogistic signs. External genitalia without active bleeding or other externalizations. Lower limbs without edema or signs of venous thromboembolism. Diagnostic results (normal ranges are provided in parenthesis if available): [band neutrophil count] on (B)(6) 2020: 69 [blood creatinine ( 1.02- 1.08)] on (B)(6) 2020: 0.84 [blood thyroid stimulating hormone] on (B)(6) 2020: 1.06 [haemoglobin] on (B)(6) 2020: 14.9 [pathology test] on (B)(6) 2021: the uterus was received weighing 93.0g, measuring 6.0 x 4.5 x 2.3 cm. External surface partially covered by smooth, brownish serosa. Uterine body measuring 6.0 x 4.5 cm. The brownish-colored myometrium, measuring 1.6 cm in thickness, endometrial cavity measuring 4.0 cm in length with brownish-colored endometrium measuring 0.3 cm in thickness. Presence of a well-defined, firm whitish nodule with a trabeculated cut surface measuring 0.7 cm in diameter. The uterine tube designated ¿a¿ measured 2.7 x 1.0 cm in length, with a diameter of 0.5 cm. The serosa was grayish and shiny. In the cuts, a metallic structure can be seen in its light. The uterine tube designated ¿b¿ measured 3.0 x 1.2 cm in length, with a diameter of 0.6 cm. The serosa is grayish and shiny. In the cuts, a metallic structure can be seen in its light. Representative material was subjected to histological examination. Conclusion: 1- product of subtotal hysterectomy and bilateral salpingectomy uterine leiomyoma. Endometrium with a proliferative pattern, without atypia. Uterine tubes with an atrophic appearance with the presence of an essure-like structure bilaterally. Paratubal serous cyst [pregnancy test] on (B)(6) 2021: negative [ultrasound pelvis] on (B)(6) 2017: bladder adequately filled. Uterus: in retroverse flexion; normal dimensions, regular contours, homogeneous ecotexture. Measuring: 70 x 49x 45 mm volume: 81.9 cm3 endometrium centered and homogeneous with normal thickness. Endometrial thickness: 13.3 mm right ovary with preserved dimensions, shape and echotexture. Measuring: 27x19x21 mm volume: 6.0 cm3 left ovary with preserved dimensions, shape and echotexture. Measuring: 29x18x16mm volume: 4.7 cm3 diagnostic impression: examination within normal limits; on (B)(6) 2020: uterus in anterior flexion with regular contours and normal dimensions. Ecotexture of the parenchyma preserved. Uterine dimensions: 4.7 x 3.6 x 4.4 cm. Volume estimated at 39.0 cc (unit of measurement not specified). Endometrium centered and homogeneous, with a thickness of 0.2 cm. Virtual uterine cavity. Medianized ovaries, attached to the sigmoid rectum and with reduced mobility. At clinical discretion, it is suggested to continue investigation with a study aimed at endometriosis. Right ovary with regular contours and normal dimensions. Characteristic echo texture of the parenchyma. Dimensions 2.2 x 1.0 x 1.8 cm. Volume estimated at 3.9 cc. Left ovary with regular contours and normal dimensions. Characteristic echo texture of the parenchyma. Dimensions: 2.6 x 1.4 x 1.1 cm. Voume estimated at 2.1 cc. Absence of free liquid or collections. Conclusion: ovaries medialized, adherent to the sigmoid rectum and with reduced mobility. At clinical discretion, it is suggested to continue investigation with a study aimed at endometriosis. [Ultrasound scan] in 2018: signs suggestive of adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.